Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose level of 300 mg/dl while contacting tandem technical services requesting guidance through the load sequence. The customer administered a manual injection to address bg level. The customer attempted to complete the load process but the pump did not allow to fill cannula screen. The customer stated that it was possible that "done" was pressed instead of fill cannula. Cts instructed the user that after pressing done from fill cannula the pump returned the user back to the load screen. The customer acknowledged and declined to further troubleshoot.